Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital was they "felt like their heart rate was low when going to bed". Heart rate went below set parameters on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.